Event description:
Caller tested 3.7 inr on the coaguchek xs system while a comparison lab returned as 2.76 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Codes for actual strips being tested were incorrect. No strips were received from the customer and only retention testing was performed. Strips not received by customer.

Manufacturer narrative:
The event occurred in (B)(6).